Manufacturer narrative:
Product complaint #: (B)(4). Date sent to FDA: 8/25/2020.

Manufacturer narrative:
Product complaint #: (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: sample was received and evaluated and no damaged/broken components that could relate to the defect reported by customer could be observed. Sample was found in good condition. Plate was able to be opened and closed several times. Defect is not duplicated, since plate was able to be open and close without any issue. Defect reported by customer not replicated. Plate was able to be opened and closed several times on sample reviewed. Based on the present analysis, it is determined that the reported complaint is not duplicated and is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and a reservoir was used connected to a drain. Scrub nurse could not activate the reservoir. It would not lock into place. The device just popped back open, and was unusable. When a second reservoir was opened, it worked perfectly. No patient consequences reported.